Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented to the hospital following a fall. Interrogation of the patient¿s implantable cardioverter-defibrillator (ICD) revealed no abnormalities. However, further evaluation identified enterococcus faecalis bacteraemia with vegetation on the right atrial lead. The ICD system was subsequently explanted, and the patient remained in stable condition.